Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain"), heavy menstrual bleeding ("menorrhagia") and fibromyalgia ("fibromyalgia") in a 48 year-old female patient who had essure inserted for fibromyalgia. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was lyrica (pregabalin) for fibromyalgia since (B)(6) 2020. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required) and fibromyalgia (seriousness criterion intervention required). Essure treatment was not changed. The reporter considered abdominal pain lower, fibromyalgia and heavy menstrual bleeding to be related to essure administration. The reporter commented: essure lot number unknown my monthly bleeding started to be biweekly period. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain") and heavy menstrual bleeding ("menorrhagia, monthly bleedings started to be biweekly period") in a 48 year-old female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned fibromyalgia. The only concomitant product mentioned was lyrica (pregabalin) for fibromyalgia since on (B)(6) 2020. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion medically important), heavy menstrual bleeding (seriousness criterion medically important) and fibromyalgia ("worsening my fibromyalgia"). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered abdominal pain lower, fibromyalgia and heavy menstrual bleeding to be related to essure administration. The reporter commented: essure lot number unknown. I feel that essure made my fibromyalgia symptoms worse and my monthly bleeding started to be biweekly period. The following amendment was made: upon internal review all events were reported as ongoing. Fibromyalgia was medical history (no indication of essure). No new follow-up information was received from the reporter. Further company follow-up with the consumer or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain") and heavy menstrual bleeding ("menorrhagia, monthly bleedings started to be biweekly period") in a 48 year-old female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned fibromyalgia. The only concomitant product mentioned was lyrica (pregabalin) for fibromyalgia since (B)(6) 2020. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion medically important), heavy menstrual bleeding (seriousness criterion medically important) and fibromyalgia ("worsening my fibromyalgia"). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered abdominal pain lower, fibromyalgia and heavy menstrual bleeding to be related to essure administration. The reporter commented: essure lot number unknown. I feel that essure made my fibromyalgia symptoms worse and my monthly bleeding started to be biweekly period. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Further company follow-up with the consumer or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.